Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The initial report of pump thrombosis was later found to be incorrect. It was reported through the patient outcome that the patient was bridge to transplant (btt) and underwent a heart transplant on (B)(6) 2021. The device was not returned for evaluation. Although the initial report of pump thrombus was incorrect, and no specific device-related issues or adverse events were reported, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on the high urgency transplant list due to high lactate dehydrogenase (ldh) with computed tomography angiography (cta) consistent with outflow graft thrombosis. However, additional information was later received indicating that there was a patient mix up. This patient was bridge to transplant and did not have pump thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was bridge to transplant and underwent heart transplant and explant of device. It was reported by the health care provider that the patient was on the high urgency (hu) list due to high lactate dehydrogenase (ldh) with computed tomography angiography (cta) consistent with (c/w) outflow graft thrombosis and that the device operated as intended. The device was explanted, and it will not be returned for evaluation. No additional information was provided.